Manufacturer narrative:
An event regarding fractured tip involving a reunion guide - version rod was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection of the pictures of the returned device confirms that the version rod snapped at the base of threads and threads were stuck in the broach handle under the right side 20 degree version hole. The device was returned in used condition. Examination of the returned device with material analysis engineer indicated it fractured due to overload conditions and its consistent with reported event. -medical records received and evaluation: not performed as no medical reports were provided and the reported issue is not related to patient and clinical factors. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: chr review indicated that there were no other similar events reported for the subject manufacturing lot. Conclusions: an event regarding crack/fracture involving a reunion guide was reported. A visual inspection of the pictures of the returned device confirms that the version rod snapped at the base of threads and threads were stuck in the broach handle under the right side 20 degree version hole. Further examination of the returned device with material analysis engineer indicated it fractured due to overload conditions and its consistant with reported event. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon was broaching during a reunion reverse total shoulder. He had the version rod attached to the broach handle. He started to backslap the handle to get the broach out of the canal when he mishit and hit the version rod as well. Version rod snapped at the base of threads and threads were stuck in the broach handle under the right side 20 degree version hole.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Surgeon was broaching during a reunion reverse total shoulder. He had the version rod attached to the broach handle. He started to backslap the handle to get the broach out of the canal when he mishit and hit the version rod as well. Version rod snapped at the base of threads and threads were stuck in the broach handle under the right side 20 degree version hole.